Event description:
It is reported that the pt's insulin pump had issues during rewind. The pt's blood glucose level at the time is unk. Trouble shooting was conducted. Device is not being returned. No further info available.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump passed rewind and displacement test and no rewind anomaly noted. The insulin pump was received with minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.